Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced an actuation failure of the cutter at the beginning of a procedure. An abnormal noise was heard and the vitreous was stuck to the port of the cutter. A retinal hole was created when the surgeon removed the cutter from the eye. The surgery was completed after replacing the product with another one. The product sample was retained. No additional information is expected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A device history record review indicated the product was released based on the product¿s acceptance criteria. One probe was returned. The returned sample was visually inspected and deemed nonconforming. The cutter was observed in the closed position. Actuation testing was performed and deemed nonconforming. The cutter did not move and remained in the closed position. The cut test could not be performed due to this lack of cutter movement. The probe was disassembled and the components inspected. There was approximately 5-10 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. Wear marks are present at the bend area of the cutter. The inner cutter was detached from the coupling. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that in the early stages of the probe being used, the adhesive bond failed causing the component detachment. (B)(4).